Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for phantom limb pain and spinal pain. The consumer reported that the patient was having trouble with the implant, this was 3 three years ago. No further complications were reported.